Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was not responding to button presses to confirm the verify screen. The patient confirmed no damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were unresponsive. During investigation, visible moisture was present in the display screen. A leak test was performed and a case seal leak was found along with moisture damage inside the pump.